Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2014. The patient's heart rhythm entered ventricular tachycardia (vt) at 11:38:50 on (B)(6) 2014. The lifevest delivered 25 defibrillation shocks between 11:41:49 and 12:13:21 on (B)(6) 2014. The defibrillation shocks were delivered in response to both vt and ventricular fibrillation (vf). The final defibrillation shock at 12:31:21 was in response to vf. The post-shock rhythm was vf. At 12:14:49 a non-treatable rhythm was detected, and the electrode belt was disconnected at 13:08:57. The response buttons were pressed intermittently throughout the entire event. The patient passed away later that day. The lifevest was not active at the time of death.

Manufacturer narrative:
Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the event. In addition, the lifevest successfully detected and treated the patient for vt and vf. Mfg date: monitor (B)(4): (reuse). Electrode belt (B)(4): 06/01/2014 (reuse).